Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly and no core files were present for analysis.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system shut down unexpectedly during a functional endoscopic sinus surgery (fess). Rebooting resolved the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.